Event description:
It was reported that the right ventricular (rv) lead had noise, high impedance and was fractured. It was also reported that the left ventricular (lv) lead had high threshold due to exit block. The rv lead was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.